Manufacturer narrative:
This product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: 118084. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in his report. Product family: scs-linear leads upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: a08535. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in his report.

Event description:
It was reported that the implantable pulse generator (ipg) was not holding a charge and a lead had high impedances. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively and the explanted device components were not returned.